Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow up after many episodes of syncope. Device interrogation revealed high capture thresholds and high pacing impedance on the right ventricular (rv) lead. No changes or intervention were reported. The patient condition was unknown.